Manufacturer narrative:
On the (B)(6) 2004 batch (B)(4) was pulled from finished goods and a total of 20 sources were remaining. The batch was divided into two vials of 5 and 15 sources each. Each vial was then subjected to the following heat and leak testing: each vial placed into a 130 degree c oven for approximately 15 minutes. The sources were allowed to cool for another 15 minutes and 3 ml sterile water (swfi) was added to each vial. Each vial was then placed into a 50 degree c oven for approximately 13 hours. Following the extended heat stress, 1 ml of swfi was drawn from each vial and tested using a gamma counter. Nrc regulations require that sealed sources have less than 11,100 dpm/source, and internal specifications require less than 1000 dpm/source as measure on the gamma counter. The vials measured 3.20 dpm/source (5 sources) and 1.13 dmp/source (15 sources) respectively. This indicates that the remaining 20 sources for batch (B)(4) contained no compromised sources.

Event description:
Hospital reported following the implant of 92 prostaseeds into the patient's prostate; a needle used during surgery was surveyed and radioactive contamination was found on the needle. The patient's urine was also tested and measurable amounts of radioactive contamination were found. The patient was given potassium iodide to protect his thyroid. The surgeon reported the patient was stable and no long term health risks were expected.